Event description:
The facility reports cna sat the resident on the side of bed with the resident helping by holding the cna's hand and pulling themselves up. The resident was unsteady sitting on the edge of the bed, so the cna kept an arm around their back and reached for the lift with their other hand. The sling was placed around the resident and positioned properly, closing the velcro and having the resident's arms outside the sling. The cna placed the resident's feet on the lift platform in the proper position with their knees against the leg support. They tightened the sling ropes and asked the resident to hold the lift bars. The resident was unable to, but did hold their hands together when the cna asked them to. Continuing to support the resident's back, the cna began to lift the resident. The resident's foot slid to the side. The cna stopped the lift and repositioned the resident's foot. They started to lift the resident once again when the resident's left foot slid behind and off the platform. They were unable to reposition the leg and yelled for help. An lpn responded and instructed the cna to raise the resident higher in the lift. They were unable to get the resident to the bed to let pt down because the resident's leg was twisted and caught behind the lift platform. The lpn then instructed cna to loosen the sling, thinking to lift the resident into the bed using a two-person carry. As the cna did as instructed, the cna was pushing on the resident's back to support them. The resident fell forward, catching their chin on the lift bar. At this point, they lowered the resident to the floor and lifted them manually in the bed, as they were turning blue and having respiratory difficulties. The resident has since passed away.